Manufacturer narrative:
No device return anticipated due to hospital refused return. Concomitants: 02-010-01-0340 - logic femoral ps cem right sz 4 sn: (B)(4), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t sn: (B)(4), 200-02-38 - three peg patella 38mm sn: (B)(4), 204-34-02 - fluted stem extension 25l x 14 mm sn: (B)(4), 204-70-00 - tibial stem ext. Screw sn: (B)(4), (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 50 yo male patient, who had an initial right knee implanted on (B)(6) 2015, was revised due to instability and an insert that was a recall for packaging, approximately 6 years 8 months post the initial procedure. The patient was revised to a constrained condylar size 4 femur with 20x120 stem. The insert was a constrained condylar 4/15mm. The patient was last known to be in stable condition following the event. The devices are not available for return as the rep was not able to return them.

Event description:
There is no other known information about the patient or event by the reporter. No additional information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of instability and the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.